Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the 2.75 x 13 mm zeta stent dislodged prior to use. A minivision was used, but was unable to cross the lesion. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Potential causes of stent dislodgement may be, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Unfortunately, without the device to examine, it is difficult to determine a conclusive root cause, however, the mfg records were reviewed and there were no non-conforming material reports issued for this lot.